Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 580 mg/dl; cause was not known. Ketones were present. Customer went to the emergency room (ER) and healthcare provider identified ketones as dangerous. Customer was treated with intravenous drip and ice pops. After a few hours, customer left the ER feeling better. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.